Event description:
It was reported that during arcr, when the surgeon inserted the anchor into the site, the anchor got broken. The broken anchor was removed. No patient injury was reported.

Manufacturer narrative:
One 72203704 healicoil regenesorb 4.75mm suture anchor with 2 ub-bl cobraid bl sutures reported on. The procedure was a rotator cuff repair. The insertion handle was returned. No anchor or sutures were returned. The complaint stated: ¿it was reported that during arcr, when the surgeon inserted the anchor into the site, the anchor got broken. The broken anchor was removed.¿ open structure anchors have separate capabilities vs. Solid structure anchors. This product is technique driven. Subsequent request for prep information could not confirm patient¿s bone quality. Prep instrument was reported to have been a disposable dilator. Size was subsequently reported as unknown. Root cause was not confirmed. There are no other complaints for this production lot.